Event description:
Upon pretest found shaft of probe was frosting during freeze test and it was determined probe was defective. Replaced with another r1.7 and replacement probe operated normal, case completed satisfactory.

Manufacturer narrative:
Device returned and evaluated. Investigation confirmed reported shaft frosting was due to a vacuum failure.